Event description:
Pt reported the infusion device display is damaged. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and was throughly evaluated. The display window is scratched; therefore, the display is no longer fully readable. The scratches were caused by a mechanical impact. It is likely the pt mishandled and accidentally damaged the product, as there is no indication the damage was a result of nonconformance of materials while under the control of the manufacture.